Manufacturer narrative:
Investigation summary: no sample (including photos) were received for evaluation. However, the complaint is confirmed based on the fact it is known, previously reported and investigated issue with this lot# (6001842). Quality has previously reviewed, evaluated and investigated this failure mode. Refer to situational analysis mss-16-800-sa and CAPA #(B)(4). No further action is required at this time. Bd was able to confirm the customer¿s indicated failure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI: (B)(4).

Event description:
It was reported that 25 g x 1 in. Bd safetyglide¿ needles were found in wrong packaging prior to use. There was no report of injury or medical intervention.